Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of hospitalization for high blood glucose levels and diabetic ketoacidosis. The customer's blood glucose level at the time of incident was 414mg/dl. The customer's most current level was 123mg/dl. The customer states they treated at the hospital. No further information was gathered due to customer having hung up because of dissatisfaction.